Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the system displayed temporary mismatch between the sensor reading and fingerstick measurement on the 3rd day after insertion. The insertion site was still healing at the time of event, and as the sensor stabilized in the body, the system started to show better agreement between the sensor readings and fingerstick measurements. The system is currently in use, and the sensor data shows that it is performing within expectations. User didn't require any medical treatment and resolved the event by herself. The system has been working well since the event. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.